Event description:
A peritoneal dialysis patient reported fluid was leaking from the cassette door two times during treatment. There is no report of patient ill effect. There is no sample being returned for evaluation.

Manufacturer narrative:
There was no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. (B)(4) will monitor through trending programs and escalate as required by complaint management and CAPA process.